Event description:
Dr was out jogging after dark and fell, breaking his glasses. The lenses were fine, but the plastic frames shattered, creating a jagged edge from the nose piece which penetrated the bridge of his nose, barely missing his eye.